Event description:
It was reported that this pacemaker system exhibited an automatic safety switch from bipolar to unipolar due to high out of range right ventricular (rv) lead pacing impedance over 3000 ohms. Additionally, lead fracture is suspected. Technical services (ts) was consulted and upon review identified that in the bipolar configuration there was no capture. In addition, identified noise in both bipolar and unipolar configurations. Programming improvements where performed. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system exhibited an automatic safety switch from bipolar to unipolar due to high out of range right ventricular (rv) lead pacing impedance over 3000 ohms. Additionally, lead fracture is suspected. Technical services (ts) was consulted and upon review identified that in the bipolar configuration there was no capture. In addition, identified noise in both bipolar and unipolar configurations. Programming improvements where performed. This lead remains in service. No adverse patient effects were reported.